Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. One used lf1537 device was returned for evaluation. The reported condition of self activation was confirmed. Other customer complaints were rec'd for self activation. Analysis of the complaints attributed the primary cause to a dimensional change (spacing between button tabs). The issue was confirmed through testing. A recall (r82) was initiated on this device in (B)(6) of 2010. No injuries have occurred as a result of this failure mode.

Event description:
The customer initially reported that they had activation problems with the device. There was no pt injury. No further information on the incident was available from the site. The device was returned and confirmed to self-activate.